Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with s4 set screw . It was reported that the s4 system was removed from patient. The patient had a car accident in 2013. Diagnosis was unstable compression fracture of l1 vertebral body of lumbar spine. Surgery was performed - th12-l1-l2 tph spine with s4 (sw727t-2, sw728t-4, sw790t-6, sw671t-1) aesculap system on (B)(6) 2013. During control investigation computed tomography (CT), a left-sided fracture of the rod (sw671t) was detected in 2015. After xray control, left sided bar migration caudal on year 2016. After x-ray control in 2019, a left sided rod migration caudal in dynamics without changes comparing the situation in year 2016. There are no complaints from side of patient, but on (B)(6) 2019 the removal of metal structures from the spine was performed." The patient' s life style was quite normal, there were no any injuries or accidents during that period. The adverse event is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00876 ((B)(4) sw671t), 9610612-2019-00877 ((B)(4) sw727t), 9610612-2019-00869 ((B)(4) sw728t), 9610612-2019-00867 ((B)(4) sw790t), 9610612-2019-00879 ((B)(4) sw728t), 9610612-2019-00881 ((B)(4) sw790t), 9610612-2019-00882 ((B)(4) sw790t).

Manufacturer narrative:
Manufacturing site evaluation: associated medwatch-reports: 9610612-2019-00876 (400456465 sw671t), 9610612-2019-00877 (400456556 sw727t), 9610612-2019-00869 (400456557 sw728t), 9610612-2019-00867 (400456558 sw790t), 9610612-2019-00879 (400456960 sw728t), 9610612-2019-00881 (400456962 sw790t), 9610612-2019-00882 (400456965 sw790t). We received a complaint about one aw671t; s4 straight rod 5.5x400mm from latvia. End customer is unknown. All involved components are provided in a decontaminated condition for investigation. Post-operative medical intervention was necessary; revision operation. One rod is fractured in two places. The components were examined visually and microscopically with the digital microscope. Vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". Furthermore this case was discussed with a specialist from the development department. Investigation: the fractured rod sw671t, the not fractured rod sw671t 6 monoaxial screws and 6 set screws are available for investigation. Furthermore several x-ray figures are available. Due to the circumstance that an assignment of the set screws to the broken rod is not possible, an analysis is not meaningful. It is notable that the underside of one of the six set screws has an unusual imprint. Furthermore the thread of this set screw is damaged. Because of the missing assignment it is not yet possible to say definitively if this damage is in connection with the fracture of the rod fracture. There are two fracture fragments with a length of approximately 51 mm (a) and 40 mm (b). It has been noticed that there are material abrasions on the outer end of fragment b. It is obvious that the unusual imprint of one of the set screws is related to the material abrasions on the outer end of fragment b. This could be an indication that the set screw in this area was not tightened sufficiently. The fractured surface of the rod has been analyzed microscopically. Both fracture surfaces show arrest lines which indicate a fatigue fracture. The fracture surfaces show no material abnormalities like blow holes or foreign material inclusions. The dorsal surface of the not broken rod exhibits markings from the set-screws, indicating that the set screws were sufficiently tightened. Batch history review: the end of the rod with the batch number was cut. Therefore a review of the device quality and manufacturing history record is not possible for the broken rod. The device quality and manufacturing history records have been checked for all other available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. Most probably the failure is not material related. It could be possible that the failure is patient/usage related. Rationale: due to the circumstance that an assignment of the set screws to the rod is not possible, an analysis is not meaningful. There are no hints for a material problem. According to the quality standard and DHR files (of the provided batch numbers) a material defect and production error was not found. It could be possible that due to a continuous overload situation of the s4 construct for example as a consequence of an insufficient bone healing situation the fracture of the rod occurred. Furthermore a high weight of the patient can lead to favourable fracture situation. It is obvious that the unusual imprint of one of the set screws is related to the material abrasions on the outer end of fragment b. This could be an indication that the set screw in this area was not tightened sufficiently. 6. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.